Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she could not deliver a bolus using the bolus wizard because the active insulin was negating the correction. Customer's blood glucose was 450 mg/dl. Customer stated that the time and date were wrong on her pump. Customer mentioned that her bolus history was off by 12 hours. Customer was assisted with checking the settings, alarm history, and correcting the time and date. Customer ran a manual bolus of 0.2 units to confirm the history was accurate. Customer mentioned that she pulled the reservoir out and would just put it back in. Customer was advised that she would have to run the prime/rewind before putting the reservoir back in the pump.